Event description:
The advocate alleged that control tests were performed using the customer's contour system and the results were 214, 212 and 230 mg/dl. The normal control range was 107-148 mg/dl. No adverse events were alleged. The advocate declined the offer to troubleshoot the system and asked that the meter be replaced. The customer's meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.